Manufacturer narrative:
(B)(4). Analysis of the nc merlin catheter noted blood visible on the balloon and contrast in the loosely folded balloon consistent with preparation and handling. An indeflator, filled with water, was used in an attempt to pressurize the balloon to the rated burst pressure when fluid began to leak through the distal end of the strain relief tubing. Further investigation was performed by engineering. The strain relief tubing was removed from the catheter and it was noted the outer member was wrinkled and torn at the distal end of the hub and fluid was seen leaking at this location. It is possible that the shaft was inadvertently manipulated during removal from the packaging or during preparation for use, resulting in the noted wrinkling of the outer member. Analysis of the returned catheter confirmed a leak in the outer member; however, a conclusive cause for the leak could not be determined. A search of the device history record indicated no nonconforming material records for the lot. Additionally, a search of the complaint handling database indicated no other incidents. There is no indication of a product quality deficiency. All dilatation catheters are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a nc merlin catheter, a hole was noted in the hypotube. There was no patient involvement. Another nc merlin catheter was used without incident. There was no additional information provided.